Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.

Event description:
Through implant patient registry and medical records, it was learned a 21mm 11500a aortic valve, was explanted after an implant duration of three (3) years and nine (9) months due to pannus and severe stenosis. The explanted device was replaced with a 23mm 11500a valve. Per medical records, the patients bioprosthetic valve had become highly stenotic and was very symptomatic upon presentation. The patient underwent a re-do avr with a 23mm 11500a prosthesis and an annular enlargement using a patch. Intraoperatively, substantial pannus was identified beneath the valve. The 21mm 11500a valve was explanted, and the annulus was meticulously debrided. Following an annular enlargement, a 23mm 11500a prosthesis was seated. A final post-bypass tee indicated a mean gradient of 4mmhg across the aortic prosthesis with no leaks identified. The patient tolerated the procedure well and was transferred to cticu in stable condition. Per pathology reports, there exists a tan cloth rim and a piece of grossly unremarkable tan-gray rubbery tissue that measure 2.0 x 0.5 x 0.4cm on the explanted aortic valve. The leaflets were tan, rubbery, and flexible. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.